Event description:
The customer stated they turned on the cell-dyn 3200 analyzer and heard an abnormal noise, smelled a burning smell, and observed smoke and sparks. The cell-dyn analyzer did not power on. The cell-dyn analyzer was moved to another electrical socket where it was powered on without incident. An abbott field service representative was dispatched to the customer site and reported the transformer housing of the mediprint printer was the source of the smoke and sparks. The printer and the power supply were replaced to resolve the issue. No injuries were reported. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the investigation is complete.